Manufacturer narrative:
The table subject of the reported event was installed in january of 2000 and has been in service for approximately 18 years. The 3085sp surgical table is not under steris service agreement for maintenance activities. All maintenance activities are performed by a third-party service provider. The 3085sp surgical table operator manual states (pg. 6-1), "warning - personal injury and/or equipment damage hazard: safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the faithful performance of routine maintenance. Contact steris to schedule preventive maintenance." Additionally, the operator manual states (pg. 6-2), "table rigidity: check tabletop for any horizontal or vertical play." A steris technician arrived onsite to inspect the surgical table and identified that the table's saddle pin was damaged causing the reported event to occur. The technician replaced the saddle pin, tested the surgical table, and found it to be operating according to specifications. The surgical table was returned to service and, no additional issues have been reported.

Event description:
The user facility reported that their 3085sp surgical table began to tilt without being commanded during a patient procedure. The patient did not fall, and the procedure was completed successfully. No report of procedure delay or cancellation.